Manufacturer narrative:
(B)(4). This complaint is for a report of a use error during a system error 2240 (air in line), where home patient pressed go before connecting to the machine. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide instructs the user to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient received a system error 2240 (air in line) during use of the homechoice machine. According to the report, the patient stated that this occurred during drain four of four. The technical services representative assisted the patient in clearing the alarm. During troubleshooting, it was noted that the caregiver pressed go prior to connecting to the device. There was no patient injury or medical intervention in association with this report. No additional information is available.